Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was 425 mg/dl. Customer's blood glucose at time of call was 299 mg/dl. Customer experienced nausea, abdominal pain, vomiting, and short of breath due to high blood glucose. Customer's mother was unable to finish troubleshooting due to customer not feeling well. Customer will not be returning the device for analysis.